Event description:
The customer contacted baxter's service center regarding a system error 2240 which occurred on the home choice (hc) during use during drain 2. The patient line had not separated from the transfer set. The patient did not press go to initiate therapy before connecting. A dummy tummy was not in use. The home patient (hp) had disconnected, causing the error. Aseptic disconnection procedures were used. The hp had then reconnected after alarm occurred. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. Proper procedures were reviewed with the hp. The hp cycled the power off and on to clear the system error 2240, which was followed by a system error 2367. The hp then ended therapy. The technical service representative (tsr) had the hp disconnect using aseptic technique and remove cassette. The hp would notify her nurse and would start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was use error, patient disconnected from set. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). The event was caused by a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.